Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring vf episode showed noise for which patient received one shock and one shock was aborted. Other recordings show similar noise but no therapy was delivered. Lead currently remains implanted. Should additional information be received, this file will be updated.